Event description:
Procedure: unk. Patient sex: unk. Reportedly, the pin from the locking collar became disconnected from trocar, and fell into the patient. The piece was retrieved without intervention. Another trocar was used to complete the procedure. There was no patient injury.